Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer blood glucose level was 749 mg/dl when admitted to hospital. Customer was in fetal position, they were vomiting and could not hold down any food and their chest was tight and hurting. Customer was treated with intravenous insulin drip in hospital. Customer current blood glucose level was 238 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the quick release was leaking. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.